Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, dc/dc & battery control board and turbine were suspected as defective, but after restarting the device, the technical errors does not reoccurred. The ventilator passed all functional and safety tests and was cleared for clinical use. Turbine module communication error shall be triggered when the blower status message timestamp has not been updated for more than 3s and 13±2 s has passed after power on for the system. Power failure plus 5 volts insp too low svt alarm is activated if the +12v_insp voltage reported from the power subsystem has been <10.8v for more than three seconds. Power failure + 5 v to inspiratory flowmeter too low is activated if the +5v_insp voltage reported from the power subsystem has been <4.5v for more than three seconds power failure minus 12 volts insp too high svt alarm shall be triggered by mon subsystem if the -12v to inspiratory flowmeter voltage reported from the power subsystem has been >-10.8v for more than three seconds. Unfortunately, the device¿s logs were not available for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The reported issue was related to system temporary error.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating power errors and turbine module communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).